Event description:
The customer stated that she did not trust the meter results. She alleged that she was hospitalized for 2 days, as a result of high readings. The customer insisted the meter be replaced. She declined to troubleshoot or provide any additional info about her hospitalization before ending the call. A coupon for a new meter was sent to the customer. No product will be returned at this time.